Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Customer declined follow up from tandem technical support.